Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the magnet was not fully seated in the trigger shaft, in addition to a failed e-box, both of which can lead to the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.